Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product is available to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the surgeon that the patient's ceramic head fractured in the active articulation portion of the total hip. Subsequently, a revision procedure was performed on the (B)(6) 2020.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided. In addition, we have not been provided with any supporting documentation which could provide additional information other than radiograph. One anteroposterior radiograph taken on (B)(6) 2020 was provided with (B)(4) for analysis. The radiograph shows that the biolox delta option femoral head has fractured into multiple fragments, located mostly in the lateral joint space. The inclination angle of the acetabular shell in the radiograph is approximately 38 degrees (measured with image j v1.52n, nih, USA), which is slightly lower than the recommended inclination angle of 40 degrees in the g7 acetabular system surgical technique. The manufacturing history records for the revised biolox delta femoral head could not be checked due to unavailability of the product information (part number and lot number). The zimmer biomet product experience report associated with (B)(4) mentions that the revised fragments have not been returned to zimmer biomet for examination due to hospital policy. The patient is male and was 58 years old at the time of revision surgery. Moreover, it mentions that it is unknown whether there were any contributing conditions related to the event, or whether the surgical technique was utilized. The date of primary surgeon is unknown, hence it is unclear how long the component was in use for. The root cause of the biolox delta femoral head fracture cannot be established without further information such as post-primary radiographs, surgical notes, examination of the revised components and further patient information such as weight, height and activity level. Although this cannot be confirmed, due to part and lot number of the biolox femoral head being unknown, the IFU assumed to be relevant for the biolox delta option head states that: warnings: improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. Improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture, and/or excessive wear patient warnings: excessive, unusual and/or awkward movement and/or activity, trauma, excessive weight, and obesity have been implicated with premature failure of certain implants by loosening, fracture, dislocation, subluxation and/or wear. Possible adverse effects: loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity. Fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight. A review of the complaint database cannot be performed as item number and lot number are unknown. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information, furthermore, the supplied photograph does not yield any information that could identify the cause. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported by the surgeon that the patient's ceramic head fractured in the active articulation portion of the total hip. Subsequently, a revision procedure was performed on (B)(6) 2020.